Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach in the femoral artery. The target lesion was located in the left superficial femoral artery. After a guidewire crossed the lesion, a 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon. There were no patient complications nor injuries reported.